Event description:
Reporter stated her original device has been recalled in 2019 and the manufacturer sent her a replacement. Unfortunately, the replacement device was defective. She said it was blowing sand like white dust. She was told by the manufacturer not to use it. Philips contacted her to ship the device back to them. She said it took about two months and she did not have any machine to use until she received the 3rd device in june. After she received the third device, she was using it for a while without any problem. She was told by philips to turn off the device for some sort of compliance. She said when she turned it back on, the machine got hot. Her pulmonologist increased the pressure hoping it will fix the problem. 8 days later the filter turn black. It was also had a funny odor. As a result her nasal passage got irritated. She changed the filter, then she was having difficulty to breath. She said it was next to impossible to exhale, as if something is blocking the device. Ref report: mw5149274, mw5149275.